Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. The customer's blood glucose (bg) level was 156 mg/dl. Reportedly, the customer reverted to alternate insulin therapy.